Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon initiating support, the device exhibited low flows. The device was explanted and a new impella cp was utilized. No further information was provided.

Manufacturer narrative:
The investigation for the reported low flow and pump stop issue has been completed. The product was returned and low flow was confirmed. Per the results of the investigation and functional testing: "device ran for at least 5 minutes after activation and resulted in a stoppage.the data logs confirm suction alarms and a high motor current pump stop. The product was returned and biomaterial was found wrapped around the impeller. The root cause of the low flows and pump stop was determined to be ingested biomaterial". As noted in the impella IFU: impella cp with smart assist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.